Event description:
Additional information received reported that the patient had an appointment scheduled with the health care professional on 2014-(B)(6) for a consultation.

Manufacturer narrative:
Concomitant products: product ID 3425, serial# unknown, product type transmitter; product ID 7495-66, serial# (B)(4), implanted: (B)(6) 1993, product type extension; product ID 3587a, lot# l20157, implanted: (B)(6) 1993, product type lead. (B)(4).

Event description:
It was reported that the patient had tried 3 different boxes, but ¿they didn¿t do the stimulation like it should be.¿ it was noted that the external boxes were functioning and that it could be the internal implantable neurostimulator or wires. It was noted that ¿it had been on and off for a couple months.¿ the reporter noted that for the last week to week and a half, it had not worked at all. It was noted that if the patient moved his body around, it would connect sometimes. It was further reported that the patient saw the manufacturing representative every two years to have the wires cleaned, but it had been good until recently. It was noted that the patient was not receiving any stimulation at the time of the report. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient fell in (B)(6) 2014 on the side where the receiver was and he could hear something crack. The patient put his antenna on the receiver and "it worked and then it didn't." In (B)(6) 2014, they checked the external box and other working external boxes and said that it must be internal. The reporter noted that the patient had no stimulation sensation following a fall. The patient fell, hit his receiver and started noticing changes. It was noted that they thought the transmitter was fine. The spinal cord stimulation (scs) and stimulator stopped working. They were hoping the lead was ok and they could just replace the extension to an implantable neurostimulator (ins). At the appointment on the day of the report, the patient was recommended a surgical revision of the stimulation system with testing the stimulator lead wires intra-operatively. If the surgical wire was working, they would replace the extension wire and receiver with a new extension and rechargeable internal pulse generator. It was further reported that the cause of the event was not determined. It was noted that surgical exploration would be needed to determine the cause of the problem and then replacement/revision. Reprogramming was unsuccessful. The patient had not recovered and the symptoms/issue was ongoing. It was noted that the patient did not have 50% or greater symptoms reduction and was in so much pain. It was noted that the patient was also going to need hip surgery and that there was now pain in his back. It was noted that the patient was mentally and physically worn out. It was further reported that the patient had a revision surgery on (B)(6) 2014. The lead was disconnected from the extension and tested. All four electrodes but one had within normal limit impedances and a new extension and implantable pulse generator were implanted. The patient was turned on post-operative and was very happy to have the return of therapy. It was noted that the receiver was implanted in 1993 and the lead was placed in 1986. The old system was cut in multiple places for easier removal and the old extension was cut in multiple locations for removal.